Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error and no delivery. The customer's blood glucose reading was 200 mg/dl at the time of incident. Troubleshooting advised that no delivery was most likely the result of an occlusion, although the pump alarm could not be cleared. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error and power error 35 noted in history download due to moisture damage on the force sensor. The electronic assembly and motor had moisture damage. We were unable to perform the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. The insulin pump had minor scratched on display window, scratched case, cracked case on battery tube side, fading serial number label and a pillowing keypad overlay.